Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out of range daily shock impedance measurement. The physician delivered a 1.1joule shock through the system, and the resultant impedance was within normal limits (49 ohms). The physician has elected to bring the patient back to the clinic for a non-invasive programmed stimulation (nips) study to confirm conductor continuity. To date, there have been no reported patient symptoms associated with this clinical observation.